Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2011-02560 for a description of the second device. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, the physician attempted to dilate the patient using a 7 mm hagaar dilator, however the cervix was patulous and the dilator slid with minimal resistance; no dilation was necessary. The patient was not prescribed any pre-meds. A fluid loss alarm occurred approximately two minutes into the ablation. No cervical leak was observed. The physician added a second tenaculum and continued the procedure. A second fluid loss alarm was received, and again no cervical leak was observed. The procedure was resumed and a third fluid loss alarm was received. The system advanced to cool down. A slow cervical leak was observed at this time. The physician believes the event was due to the patient's anatomy. The patient's current condition is reported to be "fine."